Event description:
It was reported that a home patient (hp) experienced a leak from the transfer set during the priming process. The hp was not connected at the time of the event. During troubleshooting, it was noted that the hp was having issues understanding and completing the priming process on the homechoice device and did not connect the transfer set as instructed. The technical service representative reviewed proper procedures with the hp, assisted the hp with priming, and advised the hp to start therapy over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Use errors with peritoneal dialysis devices are known causes of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that misuse can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.